Event description:
It was reported that patient was having a lot of issues charging the implant again. The issue started 2-3 months ago. When patient plugged the recharger telemetry module (rtm) into the controller, it wiggled back and forth and by wiggling it a certain way it would start charging or if it got moved any particular way it stopped charging. Any movement at all and it shut off and told patient to check whatever. On the call had patient representative check for damage and patient representative said there was no visible damage. A request was sent to repair to replace the recharger. Patient called back stating they received the replacement recharger; however, the issue had not been resolved. Patient stated the replacement recharger is still wiggly in the port of the controller and only works intermittently when held a certain way. Agent sent request to repair for replacement controller. Patient and patient rep called back stating they received both the recharger and controller replacements but are still experiencing difficulty charging the stimulator. Patient clarified they had a fall down the stair on (B)(6) and have had issues with the stimulator "zapping" and shocking them on and off since. Callers stated they saw manufacturer representative (rep) on (B)(6) and the stimulator was interrogated. The impedances were checked and the patient to told the system was "fine". Caller stated the stimulator does tilt/move and anytime there is pressure in the area of the leads it hurts/causes shocks down their legs. Patient stated they began experiencing issues with charging their stimulator for the last week and texted (B)(6) again who directed them to patient services to troubleshoot the charging issues. Agent reviewed considerations and agreed to email the field to provide an update. Callers stated they are still working with healthcare provider (hcp) /insurance regarding approving a revision surgery. Patient rep called back stating they received recharger and controller and still having a difficult time charging the implant. Patient kept getting no device found and it took between 45 min to 1 hr just to connect. Patient charged twice a day because settings were high. The issue started in february after patient lightly fell off steps. Pt started feeling jolts/shocks. It is waking them up in the middle of the night. The hcp did x-rays, mris and said everything looked fine. Patient rep called to report that patient was still having charging issues trying to connect and getting passive recharge mode (prm) screen even though implantable neurostimulator (ins) was at 80%. Patient cannot get the insurance to pay and at least ins worked somewhat even though with jolts/shocks but now pt could not even charge. Redirected to hcp. Patient rep called back and reported they still had ongoing issues with the replacement controller. Caller repeated previously documented information regarding the patient's prior experience with shocking/jolting sensations from the ins, particularly when trying to recharge, as they had to hold the paddle very firmly against the ins site. Patient had been trying to recharge the ins for many hours today; saw they were at 60% charge for the ins but still wound up losing connection and no device found would display. Caller reported they saw the connectivity values in the high 90's, but they could not progress to the normal screens. Caller noted the patient had this ins for quite some time and knew how to properly position the paddle. They recently had an MRI and two x-rays, which the doctor assessed as everything looked normal internally, so they turned the caller and patient back to patient services (pss) for ongoing support rather than taking a further look (mentioned they had ongoing insurance coverage issues involved as well). Caller was repeating a lot of historical information already documented in prior case notes, and agent did their best to capture all new info. Agent had patient reset the controller by removing the battery pack and plugging into ac power; caller confirmed the screen powered on and the green flashing light appeared when the battery was reinserted (caller inquired about battery indicator lights; agent reviewed). Caller decided to skip entering the date/time info after the memory problem message appeared. Caller repositioned the paddle over the patient's ins and stated the charge for ins was at 90% and they couldn't get to 100%. Caller mentioned the patient usually had been charging twice a day and never let the ins get below 40-50%. After the patient barely moved the connection was lost again and they had to begin passive recharge mode once again, which now showed 100-100-100. Agent reviewed information about passive recharge mode and explained if another recharger replacement did not resolve the issue, they should discuss other options with the managing physician. Caller mentioned their rep also redirected them back to patient services (pss) to keep historical documentation of the ongoing issues. Caller wanted a log of prior reports; agent attempted to transfer to prs, but the caller disconnected. Agent sent request to repair and closed the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.